Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump had shut off for 1.5 hours and turned itself back on again. The reporter also indicated that when the pump was downloaded there was some missing pump data. The reporter stated that they did not even know that the pump had shut off. The reporter indicated that the patient's blood glucose elevated to 10 mmol/l. This blood glucose does not meet animas criteria for an adverse event. The basal history was reviewed with the reporter and found that basal totals ranged from 23.25 to 25.60 units. The reporter stated that since the power event, the patient was using the pump without having any issues. Further troubleshooting was unable to be completed as the call was disconnected. This report is made based on the allegation that the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no pump history available from the time of the reported event due to continued patient use. A review of the pump black box history for the available date range showed no evidence of power issues. There was no damage found to the battery compartment or cap. The battery cap secured to the pump appropriately and the pump was exercised for 24 hours without any power issues. The pump was opened and no damage was observed to the power circuit. The battery cap was tested and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.